Manufacturer narrative:
The field service engineer (fse) indicated that the probe looked a little bent and the probe wipe was worn. Both were replaced. Upon further inspection, he found the tubing disconnected at the pass-thru fitting just before passing thru vl8. He trimmed the tubing and reattached it. He verified the system repairs with no further leaking observed. (B)(4).

Event description:
The customer indicated that the coulter act diff 2 analyzer dripped a few drops from the probe. The leak was uncontained. There was no biohazard exposure to mucous membranes or open wounds. No one sought medical attention. There was no death, injury, or change to patient treatment attributed to or connected with this event. No patient results were impacted.